Event description:
The customer stated that the display was blank after submerging the insulin pump in water. The reported blood glucose reading was 158 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage found on the electronic assembly.